Event description:
It was reported that the patients ipg was not holding a charge very well. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred a year from date the manufacturer became aware of the event.